Manufacturer narrative:
The investigation of positioning issues has been completed. During the implantation, the echocardiogram indicated device was too deep causing the physician to pull the device across the valve back into the aorta. The physician stated the device was actually too shallow. Device was returned and inspected. No data logs were returned. Visual inspection of the returned product showed no abnormalities. The cause of the positioning issue was most likely use related due to clinical details stating the device was pulled back through the aortic valve. B3 date of event revised from the initial manufacturer device report number 1220648-2025-26212, as it was inadvertently entered incorrect. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26212 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact fax number was inadvertently omitted on initial manufacturer device report number 1220648-2025-26212.

Event description:
The complainant had a impella 5.5 pump inserted to support a patient admitted in for surgery. The plan was to escalate from intra-aortic balloon pump to the 5.5 pump in coronary artery bypass grafting. The team moved/repositioned the pump as they believed it was too deep, they pulled back and lost position and had to place new introducer kit to deliver to the left ventricle. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.